Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "propensity score matching analysis for adverse events of eus-guided biliary drainage in advanced elderly (peace study)." This multicenter, retrospective study was aimed to determine the safety of endoscopic ultrasound-guided biliary drainage (eus-bd) for advanced elderly patients. A total of 271 patients who underwent eus-bd were enrolled in this study (group a=177, group b=94). The types of adverse events that were associated with eus-bd was observed in 38 patients, and they did not differ significantly between two groups. Adverse events were associated with sedation after propensity score matching; hypoxemia and severe hypoxemia were significantly higher in group a compared with group b. This study concluded that eus-bd could be safety performed in advanced elderly patients, the same as in younger patients. Also, capnographic monitoring might be helpful in case of sedation by a gastroenterologist in a non-intubated patient. Type of adverse events/number of patients: procedure-related adverse events (38): bile peritonitis 24, bleeding 4, pancreatitis 5, biloma 2, sepsis 2. Procedure-related late adverse events (27): cholangitis 25, hepatic artery rupture 2. Sedation-related adverse events (67): hypoxemia 34, severe hypoxemia 20, apnea 2, hypotension 11. Death 1. This literature article requires 2 reports. The related patient identifiers are as follows: (B)(6): for the death. (B)(6): for adverse events other than death. This medwatch report is for patient identifier (B)(6). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the author and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. The device history record was unable to be reviewed for this device since no product malfunction was reported. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that the reported event is an accident or a complication associated with a surgical procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the author: the authoring physician stated: this is a nuanced article stating that respiratory-related complications can be prevented by means of monitoring, and has nothing to do with endoscopic instruments.